Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was noted as related to the implant.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was noted as possibly related to the implant.

Manufacturer narrative:
Concomitant medical products: product ID 37702, serial# (B)(4), product type: implantable neurostimulator. Product ID 3877-45, lot# 0208231875, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that there was a skin back infection. There was inflammation. There was bloody secretion from a small wound in the back. The event was observed about 4 months post op. There was bloody secretion from a small wound in the back over the electrode. No symptoms were related to the reported product problem. The etiology was noted as not related to the implant. The etiology was noted as implantable neurostimulator (ins) and leads. The etiology was noted as infection. Interventions included a medication adjustment of ceforal 1gx3/day for a week and 500grx2/day for a week on (B)(6) 2015. No diagnostic methods were noted. The event resulted in in-patient or prolonged hospitalization and medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The outcome was noted as ongoing. On (B)(6) 2015 the patient went to the clinical a week after the last visit. The wound looked clean with no signs of redness, swelling, or tenderness. It was recommended that the patient stop using the antibiotic drugs and visit the clinic the next week. The spinal cord stimulator (scs) system was not removed from the patient.